Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The reported issue first occurred at 7am on the same day. "Shortly" after the power issue began, the patient developed symptoms (chills, shaking). It would have been helpful to know exactly how much time passed between the battery indicator first appeared to when the symptoms started. No forms of treatment were reported for her symptoms; however, it would be helpful to know if and when her symptoms were relieved. At 8am the same day, the patient skipped her usual dose of diabetes medications (28 units of 75/25 insulin). The patient denied testing on any other devices at the time of the incident. The customer care advocate (cca) walked the patient through troubleshooting and noted that the battery was not replaced per the owner's manual (use error). The cca assisted the patient with using the backlight battery to power the meter for testing. The medical affairs specialist was unable to reach the patient for additional info. Based on the provided info from the cca's documentation, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the battery indicator issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.